Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed a discrepancy between sensor glucose value and blood glucose value, insulin delivery was suspended. The customer reported no adverse event. The event involved product(s) mmt-5120d2. Troubleshooting was performed. The sensor glucose reading was 50 mg/dl and blood glucose was 78 mg/dl. The customer reported that the value difference was not within target range of 30 percentage. The customer was not taking any medications such as acetaminophen, paracetamol, or hydroxyurea (also known as hydroxycarbamide). Explained sensor may have no longer been responding to glucose changes. The customer was advised to wait at least an hour and if blood glucose is stable to calibrate. Advised customer to monitor and change sensor if issue persists. No harm requiring medical intervention was reported. Product return for mmt-5120d2 was not expected.